Event description:
Additional information was received indicating the noise noted on the right ventricular lead resulted in oversensing.

Event description:
It was reported that there were episodes of noise on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received.